Manufacturer narrative:
This report was submitted to correct the supplemental aware date from may 20, 2020 to march 5, 2020.

Manufacturer narrative:
The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An endoscopy specialist was dispatched to the facility and on (B)(6) 2019 observed the processing technician leak testing and manual cleaning of the tjf 160f scope. All steps in the reprocessing manual were performed. The forceps elevator and recess were flushed prior to flushing the elevator channel. The ess recommended following the manual and flushing the elevator channel first and obtaining a container of clean rinse water to flush the elevator recess during manual rinsing. This will maintain a dirty to clean work flow. In addition, the ess recommended removing dirty personal protective equipment (ppe) prior to handling the lid and using the key pad on the automatic endoscope preprocessor (aer). An investigation to obtain more detailed information regarding the reported events is ongoing.

Event description:
The service center was informed that during a post market surveillance study the scope cultured positive for roseomonas mucosa after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
As part of the study, an engineer was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the scope that tested positive. There were no deviations found during the audit. The sampling observation was only for the sampler due to the facilitator quit this job. The scope was sterilized at an independent laboratory and returned to the service center for repairs. A visual inspection was performed on the scope¿s instrument and suction channels. A brownish foreign material was found at the distal end opening of the biopsy channel with scratches and a kink near the same location. Additionally, the suction channel was inspected, however, there were no signs of foreign material present within. The distal end also, has no signs of foreign material. The scope passed the leak test. A review of the service history indicated the loaner scope was purchased serviced via repair on (B)(6) 2016. The OEM (omsc) received the re-culturing test results from an external lab. The re-culture testing was conducted according to the instruction of post market study after reprocessing the scope. The sample tested positive for micrococcus luteus and bacillus licheniformis (a total of 3 cfu). Persistent organisms were not detected during re-culturing. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Although no sampling procedure deviations were observed based on the investigations, insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.